Event description:
A renegade microcatheter was used for therapeutic purposes. During the procedure, after deploying two coils, the third coil got jammed at the hub of the catheter. The procedure was completed without complication or intervention.